Manufacturer narrative:
Update and remove 04/25/2023 (previously reported). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 150ml intravia containers had spiking issues. When the bags were being spiked, a small thin piece of a foreign object was either entering the bag or was in the bag prior. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.